Event description:
It was reported that the patient presented in-clinic for a defibrillator changeout procedure. During the procedure the implantable cardioverter defibrillator (ICD) was unable to be implanted due to unspecified reason. As a resolution the ICD was not implanted on (B)(6) 2025. Further information was requested but has not been received.